Event description:
It was reported to boston scientific corp that an ultraflex tracheobronchial stent was used during a stent placement procedure on a female pt. According to the complainant, resistance was felt during attempted stent deployment. The stent was deployed half way. The device was removed from the pt and it was noted that the suture was very hard to pull. However, the suture was pulled by force and managed to deploy the stent outside the pt. The procedure was completed with another ultraflex tracheobronchial stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
(Partial deployment). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.